Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8d06-74 that has a similar product distributed in the us, list number 8d06-31, with 510k/PMA/bla number k153730.

Event description:
The customer reported a false nonreactive architect syphilis tp result on a 73-yr old male patient. The following results were provided: abbott = 0.52 / 0.56 / 0.53 s/co; elisa, colloidal gold, autobio and tppa were all positive. No impact to patient management was reported.

Manufacturer narrative:
A complaint investigation was conducted for the architect syphilis tp reagent, lot number 72248be01. Review of tracking and trending by list number and by complaint lot did not identify any trends. Device history review did not identify issues associated with the customer¿s observation. In-house testing of a retained reagent kit of the complaint lot was performed. All controls met specifications and no false non-reactive results were obtained, showing that the lot generates the expected results. Labeling was reviewed which adequately addresses the current issue. Based on our investigation, no systemic issue or deficiency was identified with the architect syphilis tp reagent, lot number 72248be01.

Event description:
The customer reported a false nonreactive architect syphilis tp result on a 73-yr old male patient. The following results were provided: abbott = 0.52 / 0.56 / 0.53 s/co; elisa, colloidal gold, autobio and tppa were all positive. No impact to patient management was reported.